Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the flex deflectable videoscope exhibited loose or detachment of components at the joint. There were no reports of patient involvement.

Manufacturer narrative:
Updated fields: d9, h3, h4, h6, and h11. This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the deteriorated glue was confirmed. The cause of the deteriorated glue was due to physical stress such as hitting/dropping distal end or chemical stress such as chemical solution used. Olympus will continue to monitor field performance for this device.